Event description:
It was reported that during surgery, the distal ceramic sleeve of the device came loose from the shaft and entered the bladder. The ceramic sleeve could not be retrieved as a whole component. It had to be broken in order to retrieve it. According to the user, no ceramic parts remained in the patient and all parts could be retrieved.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).